Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 3.results of examination: 3.1 visual examination: the sample arrived in original box. The box showed no external damages. The pcb is from infusomat space serial number (B)(6). During the visual inspection it could be detected that the contacts of the p2-plug are damaged and has a fluid ingress. 3.2 functional examination: for testing purposes the processor board was mounted into an infusomat space test assembly. After connecting the test assembly with mains, it was switched on via operating unit. The self-test passed successfully. A start-up of the device was possible. Subsequently the device history files were read out and analyzed. No device alarm could be found logged. Only via serial interface a connection between the sample and the pc program hibased could be successfully established. 3.3 complaint comprehended (yes/no): yes. 4.judgement: 4.1 the complaint is not confirmed. 4.2 does the sample conform to the specifications? No 4.3 statement to the complaint: the indicated reason of complaint could be confirmed. Via can-bus it is not possible a connection between the sample and the calibration program hibased successfully established. The contacts of the p2-plug are damaged and has a fluid ingress and that leads to a faulty connection to hibased. The cause of this damage was the result of a wrong handling by user.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by third party sales organization in (B)(6): "overinfusion" according to the customer: "it has a malfunction with the motherboard isp 3452 1348, which does not allow the software to be loaded correctly, in addition the delivered volumes are out of calibration and it does not allow calibration adjustments."